Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, there was oozing at the access site due to patient movement. Pressure was held and the sheath was pushed in further to slow the bleed. The patient moved again, and the site continued to bleed. Two units of packed red blood cells were given to the patient. A right femoral artery angiogram was performed and found a clot around the sheath access site, but patient found to have great distal flows down their leg past repo sheath site. The access site was redressed. Heparin was withheld. Support continued. Additionally, the pump was noted to have suction. The p level was reduced which resolved the suction. However, two units of blood products were given shortly after, and it is unknown if this was related to the suction. Support continued.

Manufacturer narrative:
The investigation of thrombus, access site bleeding, and low pump flow has been completed. The impella device was not returned for evaluation. Access site bleeding: access site bleeding complication was achieved through surgery. The cause of the access site bleeding was most likely patient movement due to the bleeding occurring during the patients inability to remain still despite being instructed to do so and subsequent sedation efforts. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. Low pump flow: data log review showed suction alarms occurring but stopped after p-level was reduced down from p-7. An motor current (mc) spike was noted later on in the case with no noticeable impact to flows or purge. The cause of the low pump flow was most likely patient condition related as the suction alarms resolved by giving volume and reducing the p-level.